Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states the seat has a crack in front left corner. She states she cannot locate the serial number. She states it pops up when she gets up off of the commode.